Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during urological procedure, the doctor placed the stapler on the intestine, fired it but there were no staples in the loading unit and the intestine was cut. The incident happened in 2 loading units with the same issue. On the third time that the doctor used separate loading unit, there were clips on it and all worked well. There was no patient injury.